Event description:
I have been to (B)(6) more than 20 times with complications due to easier device such as abnormal bleeding, abdominal pain, numerous bacterial infections, headaches, kidney infections. This device has affected my day to day life in a horrible manner not to mention two pregnancies with this device.